Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored two signal artifact monitoring (sam) events and disabled the respiratory rate trend (rrt). Technical services (ts) was consulted and determined the sam events were due to procedural noise. On the stored sam events the right ventricular (rv) lead pacing impedance measurements were greater than 3000 ohms. It was noted that there were no occurrences of oversensing that were greater than two seconds. No adverse patient effects were reported. This ICD system remains in service.